Manufacturer narrative:
The customer contacted the siemens customer care center. The cause of the discrepant depressed dbi results is unknown. The account resolved the low qc issue by use of an alternate dbi flex reagent cartridge. No patient data has been provided to date for siemens evaluation. Siemens was informed that the account only validated and reported patient results without any clinical impact. Siemens is investigating the incident.

Event description:
Discrepant depressed direct bilirubin (dbi) qc and patient results were obtained on the dimension exl instrument. Patient results were reported to the physician(s). There is no indication that patient treatment was altered or prescribed on the basis of the discrepant depressed dbi results. There was no report of adverse health consequences as a result of the discrepant depressed dbi results.

Manufacturer narrative:
Siemens headquarters support center investigated the incident. Instrument photometer signal values were evaluated. Low signal recovery correlates with low results. Root cause is unknown. No other complaints of well to well issues impacting results were noted other than this complaint. The account has moved dbil testing to an alternate platform, a dimension vista instrument.